Manufacturer narrative:
This report is being filed on an international product, alinity I stat high sensitive troponin-I, list number 08p13, that has a similar product distributed in the us, list number 04z21. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result for one patient. The patient was admitted to the hospital for monitoring due to the falsely elevated troponin result. While in the hospital, the patient was tested for troponin and the result was negative. The initial sample was also repeated, and the result was negative. The following data was provided: cut-off female: 15.6 pg/ml; cut-off male: 34.2 pg/ml (B)(6) 2022 sid (B)(6) initial result = 379.8 pg/ml, repeat result = < 10 pg/ml. Hospital result from non-abbott instrument = < 10 pg/ml no further impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 38602ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 38602ud00 is within 1sd of the established baseline, indicating the reagent lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Per product labeling, for mi diagnostic purposes, the alinity I stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Additionally, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. In this case, sample integrity issues at the time of testing could have contributed to the customer¿s observation. Details around reagent and specimen handling are outlined in the product package insert, while the alinity ci-series operations manual also provides information regarding further potential causes of erratic results. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 38602ud00 was identified.